Event description:
On (B)(6) 2014, it was reported that the menu and check buttons on the patient's infusion device were only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the menu and check button are damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture entered and caused damages to the electronic of the pump. The buttons were tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.